Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in the shock impedance measurements of greater than 125 ohms. Possible causes and troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.